Manufacturer narrative:
Initial reporter occupation: unknown. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with a break in the blue catheter body at the 87 cm location as measured from the distal tip of the device, exposing the internal purple sheath. A kink was also identified at the 82.2 cm location of the device as measured from the distal tip. No additional testing could be performed on the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product manufactured was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The catheter kinked and cracked at the user end of the device (proximal end). The procedure was completed with another device. This event was not reportable at this time. The device was received on 13-apr-2021 and it was noted that the catheter was cracked at the distal end of the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.